Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with an infection. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized for malfunctioning pd catheter (not a fresenius product) despite the patient previously having had 2 revisions to the pd catheter. The nurse stated that while hospitalized the patient was diagnosed with peritonitis. However, the nurse indicated that the patient did not have any pd cultures obtained in the hospital due to the malfunctioned pd catheter. The nurse stated that the patient was treated with intra-venous (IV) antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis with antibiotic therapy (details not provided). The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been due to the pd catheter.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient has concomitant pd catheter malfunction (with 2 prior pd catheter revisions) which may have been a contributory factor with this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized with an infection. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized for malfunctioning pd catheter (not a fresenius product) despite the patient previously having had 2 revisions to the pd catheter. The nurse stated that while hospitalized the patient was diagnosed with peritonitis. However, the nurse indicated that the patient did not have any pd cultures obtained in the hospital due to the malfunctioned pd catheter. The nurse stated that the patient was treated with intra-venous (IV) antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital continuing outpatient hemodialysis with antibiotic therapy (details not provided). The nurse could not identify the exact cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. It was stated the peritonitis may have been due to the pd catheter.